Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va27gwe, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient recently received a replacement handset. The patient needed assistance in connecting to their settings because the patient's spouse had tried and they hadn't been able to connect. Troubleshooting assisted the patient in connecting on the call and the patient mentioned when they were instructed to place the communicator over the implant site that they had fallen several times so it was kind of hard for the patient to stand up however the patient was able to stand up, connect to their settings and they increased the stimulation to a level where the patient could feel it comfortably in the bike seat region. Troubleshooting asked the patient if their falls had affected the implanted system in any way and the patient stated that they've fallen on their butt, and that it had scared them a couple of times. The patient reported that about 6 months after they were implanted, the patient fell and "one of the wires disconnected-broke off-it's not there" from the fall. The patient stated as a result they were only dealing with "this one wire," and that the patient didn't like it, but they talked to their managing health care provider (hcp) about it atthe time and they told the patient they "didn't want to go back in" so the patient said "that's fine, as long as I can get this to work, that's alright." The patient stated they were so grateful for the device and that they hadn't had a urinary tract infection (uti) in over two years. The patient then stated conflicting information, stating they've been doing fairly well aside from the fact that they've had a few utis and the patient knew when they got a uti, it was time to make an adjustment. The patient confirmed they used to get utis prior to being implanted. The patient was going to monitor their symptoms now that a change had been made and reach out to their hcp to have the rest of their programs added back to their replacement handset and also to talk about any future concerns about their symptoms or their implanted system.